Event description:
It was reported that a (B) (4) handheld computer's screen was freezing upon interrogation. A replacement handheld was sent to the physician, and good faith attempts to obtain the old handheld for analysis have been unsuccessful to date. It is known that under certain conditions, the reported screen freeze event can occur with the (B) (4) computer.